Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the date and name of index surgical procedure? What tissue layer was the suture placement? Can you explain ¿opening of the patient¿s surgical tape¿? What is the meant by ¿surgical tape¿? What medical intervention was performed for the patient symptoms? What is the current condition of the patient? The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what tissue type and location of the suture placement? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present the wound opening (# post op days)? How was the wound opening managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. It was also reported that the wire had early absorption, which caused the opening of the patient's surgical tape. There was no adverse consequence reported. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. The samples were examined for visual defects and no defects or damages were observed. The packets were opened and during the visual inspection the needles/sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along the strand and no defects or damaged were observed.